Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
As the surgeon was positioning the skull clamp to the pt for a craniotomy procedure, he had difficulty locking it. Another physician had to assist in holding the pt's head while the surgeon turned the knob using both hands to lock it. There was no pt injury.